Event description:
Report received of unrequested bolus dose deliveries. The pump was returned to biomedical engineering with an unsigned note that did not provide any tracking info; therefore, specific pt info, pump programming, or event details were not available. The note stated, "pca needs event details were not available. The note stated, "pca needs maintainence, pt was given two pca doses by machine itself. Nurse witnessed this event. No nurse's name given." The customer stated that there were no reported adverse pt events while the pump was in clinical use. Though requested, no additional info was provided.